Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer received a sensor scan result of 43 mg/dl compared to an hcp meter reading of 200 mg/dl. The results, when plotted on a parkes error grid, fell into the "c" zone, showing the difference in values to be clinically significant. Customer received unspecified treatment by hcp and no further details were provided. There was no report of death or permanent impairment associated with this event.